Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported blank white screen which was reproduced. Visual inspection determined to be corroded display and input/output board. The liquid crystal display screen and input/output board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a blank white screen. There was no known patient injury or medical intervention associated with this event. No additional information is available.